Event description:
During cardiopulmonary bypass, the centrifugal pump stopped. An alarm sounded and an error message appeared. The pump motor was replaced with another one nearby. No adverse health consequence were reported.